Manufacturer narrative:
(B)(4). Batch # m92c8y. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni.

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon went to use the device for the initial clips. It was reported that despite fully squeezing plastic to plastic, the first few clips were not fully closing. The inner surfaces of most of the clip were not in contact with each other as would be with a fully closed clip. After this happened a few times they opened another er320. The same thing happened with the first few deployment attempts. Case competed with a third er320 device. All the clips formed satisfactorily. There were no patient consequences reported.